Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer testing. The sensors passed per specifications with accurate readings. Found both cannulas bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when the customer's blood glucose wasn't low. Customer's blood glucose was 204 mg/dl and sensor reading was 54 mg/dl. The customer had to remove the sensor after the insulin pump alarmed calibration error. Customer stated he had calibrated, gave a bolus, and that is when the calibration error occurred. Customer stated the previous sensor was also reading low. Customer stated the sensor cannula was bent. Customer agreed to return the device for analysis.